Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression,"), rash ("rashes or skin conditions type: face & neck") and nausea ("nausea."). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, back pain, adverse event, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, rash and nausea outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, cystitis, depression, device dislocation, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for the forgoing symptoms. Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received, reporter information added. Plaintiff demography added. Product indication updated, event added- genital haemorrhage, vaginal haemorrhagia, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, rash, nausea, device monitoring procedure not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.